Event description:
The enduser alleges that the clothing guard is broke and the wheel locks aren't holding. Additional non-reportable complaint for this device; the enduser alleges that the clothing guard is broke.